Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k) #: k112697, k112701, k141521.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. During the procedure, it was found that the balloon ruptured inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. (B)(6). G4: premarket / 510(k) #: k112697, k112701, k141521. Device evaluated by MFR: the charger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 90mm in length and extended from a position 3mm proximal of the proximal markerband to 6mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. During the procedure, it was found that the balloon ruptured inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: (B)(6). Device evaluated by MFR: the charger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 90mm in length and extended from a position 3mm proximal of the proximal markerband to 6mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. During the procedure, it was found that the balloon ruptured inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the moderately tortuous and severely calcified vein. The balloon ruptured upon second inflation.